Manufacturer narrative:
Method: the complaint 900mr810 adult heated wall reusable breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation. It was visually inspected and electrical resistance tested. It was also cut open to visually inspect if there was any melted spiral or exposed copper wire. Results: visual inspection revealed the tube's film had melted, specifically on the section of the tube that was duct taped; however, the heaterwire spiral had not melted and not damaged. The heaterwire resistance test result was within specification. There was no melted spiral or exposed copper wire when the tube was inspected after it as cut open. Conclusion: we are unable to determine what may have caused the damage noted on the returned 900mr810 reusable adult breathing circuit. The customer was unaware of how long the subject 900mr810 was in use before the incident occurred. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject 900mr810 was released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage." "Do not use the heated breathing circuit without gas flow. If gas flow is interrupted turn the humidifier off." "Do not cover the circuit with materials such as blankets, towels or bed linen."

Event description:
A healthcare facility in (B)(6) reported that the 900mr810 adult heated wall reusable breathing circuit had a burnt hole near the patient end. It was also reported that the patient put a duct tape over the hole. The tape adhesive 'started breaking and the tube smells burnt'. This was observed during use; however, no patient harm was reported.